Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3: investigational summary: the product was returned to ethicon for evaluation. One opened box belonging to product code vcp602h, lot: vcp345h was received for analysis. Upon visual inspection of the received box, it was noted that it contained thirty-two foil packets instead of the required thirty-six. Additionally, the box was received completely open, and the tab dispenser was partially broken from the. However, it could not be determined whether only thirty-two samples were originally placed inside the box. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Further monitoring of complaint information will be performed for potential safety signals through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that there was four package of products less than expected in the box when just opened. There should be thirty-six package of products in the box, but actually there were only thirty-two package of products. Changed another one to complete the surgery. There is no report on patient's injury. There were no patient consequences reported. Additional information was requested.